Event description:
Boston scientific received information that low shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular. The ICD and rv lead remains in service. No adverse patient effects were reported. Additional information confirmed that all other measurements were in normal range, and no revision was done. The patient will have a follow up with the physician on a later date. Additional information was received indicating the results of the follow up done. Shock impedance and other parameters were stable. No adverse patient effect were reported. Therefore, the device and lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.